Manufacturer narrative:
The abutment with a crown attached was returned. Upon visual inspection, there is a fractured screw in the abutment. In the received condition the screw is not accessible for investigation. The investigator attempted to gain access to the screw hole to remove the screw for examination. The effort was not successful. The investigator used a power drill and was not able to penetrate the ceramic or the abutment material. The crown was chipped away with pliers, however the investigator was still unable to gain access to remove the fractured screw. The remaining portion of the screw was not returned. The lot number for the screw and the abutment was not provided therefore the device history records could not be reviewed. A definitive root cause has not been determined.

Manufacturer narrative:
This device was not returned to the manufacturer.

Event description:
The lab reported a fractured abutment screw.